Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible through isometrics and the patient was asymptomatic. The device was reprogrammed and the patient would be monitored. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.